Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous below the knee artery. A 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced for dilatation and the balloon ruptured at 10 atmospheres. The device was completely removed from the patient and the procedure was completed with a non bsc guide catheter and a 2x 4mm coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote fc balloon catheter with no other devices. There was contrast in the inflation lumen. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The inner shaft within the balloon was flattened. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous below the knee artery. A 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced for dilatation and the balloon ruptured at 10 atmospheres. The device was completely removed from the patient and the procedure was completed with a non bsc guide catheter and a 2x 4mm coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).